Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse contacted the customer by phone and confirmed the complaint. The customer identified a dirty cup suction pad and cleaned the pad, but the error persists. Fse instructed the customer to do a software reload in the mainte application field which resolved the issue. Fse follow-up with the customer and no error occurred. Fse could not determine the cause of the reported event. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: (2204) sorter cup pickup failure cause: the cup hold sensor (pressure switch) failed to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). Solution: ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event could not be establish, error cleared after software reload.

Event description:
A customer reported error message ¿2204 sorter cup pickup failure¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.